Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The customer will replace the hard drive. No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the system was taking a long time to boot up and upon reboot, a files corrupted error message was displayed. The field engineer noted that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.